Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported an alleged inaccuracy. The surgeon chose to perform an open biopsy not using the medtronic approved navigated biopsy trajectory guide kit as required in the instructions for use. The surgeon used the passive planar blunt to navigate to the area of interest and created the bone flap of 2 inches. When he went to complete the biopsy of a tumor supposedly on the surface, he claimed it was not there and that the system was inaccurate. The surgeon did not confirm with navigation if he was in the right area after the bone flap was removed. He cancelled and rescheduled the case.